Manufacturer narrative:
Film analysis summary: the likely cause of the stent graft migration appears to have been due to disease progression. Review of pre-implant films revealed that the patient had a 61mm max diameter aaa. The infrarenal neck was severely angulated (~90 deg rt-lt) and the neck was conical-shaped measuring 28 ¿ 21mm in diameter. The distal aorta was small and extensively calcified measuring ~15mm diam x 15mm length and the common iliac arteries were moderately tortuous and calcified; bilaterally. Angiograms at implant revealed that an endurant ii bifurcate was implanted just below the renal arteries within the angulated neck. The bifurcate proximal od measured ~30mm, and near the level of the flow divider at the bottom of the angulated neck narrowed down to 19mm in diameter. Contrast injection from above the suprarenal stents showed contrast along the left/proximal margin of the bifurcate from a likely proximal type I endoleak, as well as contrast blush along the right side of the bifurcate near the flow divider from a possible type IV. Another manufacturer¿s stent (possibly a palmaz) was then seen implanted within the bifurcate aortic body, and final angiogram showed a similar level contrast outside the bifurcate from a likely type ia and type IV endoleak. Review of CT¿s from 8 days post-implant revealed that the aaa max diameter measured ~63mm, and the bifurcate was positioned ~5mm below the lowest left renal artery within the severely angulated neck which measured ~80 deg. No endoleak or any stent graft issues were observed. CT¿s returned from 47 months post-implant confirmed that the bifurcate had migrated distally into the expanding neck and there was a proximal type I endoleak. The bifurcate was positioned several cm¿s below the renals; the aneurysmal proximal neck near the level of the suprarenal stents had dilated to ~58mm and the proximal od of the bifurcate measured 37mm. The aortic body of the bifurcate was also noted as severely angulated at the flow divider ~110 deg a-p and 60 deg rt-lt; relative to the iliac limbs. The likely cause of the migration and resulting proximal type I endoleak appears to have been due to disease progression; neck dilatation. It is also likely that implanting within the severely angulated proximal neck, with continued increasing neck angulation, may have also contributed to the migration. Additional information: date of birth and product identification and implant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implanted date: year only valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size in 2014. It was reported that when the patient returned for follow up on an unknown date the stent graft had lost fixation and had migrated into the aneurysm. The physician reported the initial implant was in difficult anatomy. The stent graft was partially explanted, and a bypass carried approximately 4 years post index procedure. The event is resolved. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient is fine.